Event description:
Boston scientific crm received information that during the lead revision procedure, this implantable cardioverter defibrillator (ICD) was explanted, because the physician was unable to tighten the setscrew following the lead replacements.

Manufacturer narrative:
A new guidant ICD, atrial and defibrillation lead were subsequently implanted. To date, the device has not been returned to guidant for analysis. This event will be reopened should additional information become available.